Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. The pump also had moisture damage at the motor assembly. The pump was monitored, and no vibration was noted during battery insertion. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
It was reported via phone call, that the insulin pump has cracks and was exposed to moisture. Customer's blood glucose level at the time 105 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.